Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a moderately calcified with slightly tortuous lesion in the right coronary artery. The 2.75mm x 12mm emerge balloon catheter ruptured on the first inflation between 12 and 14 atmospheres. The procedure was successfully completed with a different emerge without issue or patient injury.